Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported upon injection of the liquid embolic agent into the apollo, there was no resistance. There were normal pauses as in any onyx injection. The injection rate was followed as indicated in the competitor's instructions for use (IFU). The liquid embolic agent get embedded in an unintended location. It got implanted in the proximal mma. No additional medical intervention was required.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that while pushing onyx into desired location the apollo broke and onyx leaked into non targeted area. The patient was undergoing onyx treatment of a dural av fistula fed by bilateral mma and right occipital. The access vessel was the right groin. Vessel tortuosity was moderate. It was reported the devices were prepared according to the indication for use (IFU). Catheter flushed as per IFU. The catheter was inspected and tested prior to use. The catheter leak was in the middle of the catheter and observed during use. No patient symptoms were associated with this event. Ancillary devices: tracstar r .088 ep0010421-01 sheath, neuron .070 f104801 guidecatheter, scepter mini 21050412y microcatheter, synchro 10 lot 0000087973 guidewire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.